Event description:
The customer complained of experiencing elevated blood glucose levels. The reported blood glucose reading was 398 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The prime test passed. However, a high pressure test failed. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed no delivery outside of specifications due to a faulty force sensor. However, the insulin pump passed the displacement, rewind , basic occlusion, prime, and excessive no delivery tests.